Event description:
In this event it was reported that a pt experienced an allergic reaction to a dental appliance fashioned from essix+ plastic. No further details are available after multiple requests.

Manufacturer narrative:
While it is unk if the device used in this case caused or contributed to the pt's symptoms, it is possible as allergic reaction to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. A DHR review was conducted with no discrepancies noted.